Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient has two inss, the batteries are about 2 inches apart, patient is having issues connecting to one of the batteries. Patient has to hook up the recharger to the implant and keep doing try again and it takes a long time for it to connect. Representative asked if it was common to have connection issues when the batteries were that close; technical services (ts) confirmed that short distance between implants can cause recharge issues. Ts reviewed general guidance to use the controller to occupy one implant while trying to recharge the other, or to put a metal plate over the one implant to see if that metal could interfere and not allow the recharging to pick up the other side. Reviewed implant distance and implant depth. Also reviewed implant longevity. The patient was redire cted to their healthcare provider to further address the issue. No revision date has been scheduled to move the implants farther apart.